Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional left heart catheterization procedure with an 8f sheath. Reportedly, the puncture of the access site was a higher stick. The device was successfully deployed and the knot tightened to the vessel wall; however, the access site kept bleeding. A non-abbott device was used and did not achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review could not be performed because the lot number was not reported and the product was not returned for analysis. The lot corrective and preventive actions review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.